Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator. It was reported that the patient programmer showed that the upper limit for amplitude was reached. Additionally, occasionally out of regulation (oor) occurred. The patient felt no stimulation, but no other symptoms were experienced. It was noted that the patient did not need to use stimulation regularly. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue; there were no obvious factors. No diagnostics or troubleshooting had been performed yet; the patient had been advised to call the physician. Impedance measurement was scheduled, but the date was unknown. The issue was not resolved as of (B)(6) 2018. No surgical intervention occurred. The patient was alive with no injury. The issue occurred during normal use. It was noted that this information was confirmed with the healthcare professional.